Event description:
It was reported that during a da vinci si hysterectomy with pelvic-aortic lymphadenectomy procedure, arcing was observed coming from a hole on the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover was replaced and arcing was observed coming from a hole on the replacement tip cover. Another tip cover was installed and arcing was noticed coming from the third tip cover accessory used, causing a burn to the pt's bowel. The affected area of the pt's bowel was repaired and the planned surgical procedure was completed using a 4th tip cover accessory. Medwatch MFR reports #2955842-2012-00205 & 2955842-2012-00204 were submitted for the first and second occurrences of arcing.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found that the tip cover was returned with various mechanical tears and a hole burned though the silicone. The silicone exhibits localized melting around the hole, indicative of arcing. The hole is roughly .015" in diameter, and is located .175" above the silicone to sleeve interface. The cover also has a couple of mechanical tears in the general vicinity of the holes. When installed on the returned instrument, the hole in the tip cover is in the area of the proximal clevis. Engineering eval of the monopolar curved scissors (mcs) instrument used in conjunction with the returned tip cover accessory found that the distal end of the instrument shows no char marks or other signs of arcing. The metal components at wrist do not have abnormally sharp edges that would potentially damage the tip cover.

Manufacturer narrative:
Initial MDR was inadvertently sent with incorrect information in type of reportable event.